Event description:
The patient called lfs alleging that their one touch meter was reading inaccurately erratic. The patient reported blood glucose results of 218 mg/dl, 146mg/dl and 148 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statiscal methodology, the calculated difference of these glucose results exceeds value of <=20% and/or ,+20 mg/dl; howeverm the test strips were reported as damaged. The patient neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the patient, there is an indication that the test strips malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter, test strips, and control solution were replaced.